Event description:
Rptr had surgery on 10/17/94 and had the pedicle screws and plates implanted. Since then, her back pain is much worse. Rptr cannot do simple housework, no longer go shopping. She can walk about one block, then she has to sit down. Rptr has been taking vicodin since surgery, is no longer effective.